Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a clinical follow up, high pacing lead impedance and an increase in capture threshold were observed. Patient was non-pacer dependant and asymptomatic. The device was reprogrammed and patient will be monitored.